Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging upper respiratory problem . Medical intervention was undergone a surgery. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged upper respiratory problem. Medical intervention was undergone through surgery. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, observed unknown dust or dirt contamination present on the base unit and humidifier base. During the internal investigation of the base unit, found unknown dust or dirt contamination throughout the device internals. Dust contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to its original shape when compressed. Evidence of sound abatement foam degradation/breakdown was not observed in this device. An internal investigation was performed on the humidifier base. Observed dust or dirt contamination within the humidifier base. Discoloration of the flip-lid tank top, tank inlet, and dry box seals was observed. Black, brown, and white-colored contamination was observed under the flip-lid tank top seal.  Secondary findings: the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airway suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found six errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. Confirmed the presence of contamination in the airpath, likely from a source external to the device. In this report, section d9, g3, h3, h6 has been updated.